Manufacturer narrative:
Additional information was provided as follows: pt gender:: male. Describe event or problem: an IV catheter was placed to the radial vein and mannitol therapy was infused three times. No mannitol was infused on (B)(6) 2016. The device was removed in the morning of (B)(6) 2016 during ward rounds. The results of the blood cultures were not made available. Per report "the hospital had to rule out the causes leading to infection at each stage but could not test whether sterilization of the IV catheter was incomplete." Device evaluation: result - two unused devices from the reported lot number 6084289 were returned for evaluation. The returned material did not show the reported defect. A review of the device history record revealed no abnormalities during on assembly, packaging and sterilization, bi sterility tests and eo residual tests. Per a manufacturing review, no related issues were found during production. Conclusion - bd was not able to confirm the customer's indicated failure. No abnormalities were found during eo sterilization and eo residual and sterility tests met requirements. Per the bd engineer, "many factors lead to (the) complaint phenomenon, including device contamination, sterile operation environment, medical devices, medicine, patient¿s vessel condition etc. In this case, mannitol is a hypertonicity drug, which can stimulate vessels and cause phlebitis." An absolute root cause for this incident cannot be determined.

Event description:
An IV catheter was placed to the radial vein and mannitol therapy was infused three times. No mannitol was infused on (B)(6) 2016. The device was removed in the morning of (B)(6) 2016 during ward rounds. The results of the blood cultures were not made available. Per report "the hospital had to rule out the causes leading to infection at each stage but could not test whether sterilization of the IV catheter was incomplete."

Manufacturer narrative:
Device evaluation: a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient had hand-foot-and-mouth disease and was hospitalized on (B)(6) 2016. The patient received an infusion through the suspect device three times and no abnormalities were noted. When the device was removed on (B)(6) 2016, a hard node and pustule were noted near the insertion point. The nurse applied mupirocin ointment and an iodine compress to the site. Blood cultures were performed on (B)(6) 2016.